Manufacturer narrative:
(B)(4). (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Batch number communicated not correct

Event description:
It has been reported that when the nurse wanted to bring the monomer pouches closer to get the liquid enter into the cylinder, it did not work.

Event description:
It was reported that when the nurse wanted to bring the monomer pouches closer to get the liquid enter into the cylinder, it did not work. There was no patient involvement. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. 17 complaints (including the current complaint) on this issue have been recorded for optipac 40 refobacin bone cement r, reference (B)(4) within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.